Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test leads into the pulse generators header. The lead insertion force used to insert the test leads was out of specification for the product.

Event description:
It was reported that during the implant procedure, it was difficult to insert the lead into the atrial port of the pulse generator. The device was not used and a new device was implanted.